Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 11aug2017 to assess the antibody screen test well images in question, which were visually positive, with a slight red blood cell background and flared edges. The immucor laboratory tested retention product on 17aug2017, which performed as expected. The full and complete customer telephone extension number is (B)(6).

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo and a galileo neo.